Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced infection, urinary problems, recurrence, dyspareunia, and vaginal scarring. It was reported that patient underwent urethrolysis and urethral dilation on (B)(6) 2011 due to bladder outlet obstruction. It was reported that patient underwent partial mesh excision on 04/30/2012 due to mesh embedment. No additional information was provided. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.